Manufacturer narrative:
510k: this report is for an unknown matrixneuro screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during a craniomaxillofacial reconstruction on (B)(6) 2018, an unknown screw was broken. The broken piece was retrieved from the patient. The surgeon used another screw to complete the surgery. It is unknown if there was a surgical delay. There was no adverse event on the patient. This report is for an unknown matrixneuro screw. This is report 1 of 1 for (B)(4).